Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter (B)(4).additional information is provided in h3, h6, and h10 a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. One (1) sample was received in used conditions, without original packaging and with its certificate of safe handling. A leak test was performed to see if there was any functional problem. When the sample was inflated with air, the cuff only inflated one side. According to the instructions for use (IFU), the pilot balloon was manipulated, and the cuff inflated. After the whole cuff inflated, it was deflated and inflated 4 times, all the times the cuff inflated completely and symmetrically; based on analysis, the complaint is not confirmed. Root cause could not be determined since the sample successfully passed functional test. No corrective actions were taken since the complaint was not confirmed.

Event description:
Information was received indicating that a smiths medical trach did not inflate. There were no reported adverse events.